Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was manufactured june 7, 2014 and june 9, 2014. Evaluation summary: visual inspection was performed and revealed a solid white particle approximately 1.62mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition was not determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles in a large volume infusor. This was identified after the device was filled with benzylpenicillin (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow up report will be submitted.